Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line was unable to reproduced during evaluation. Air in line were verified through a review of the event history log however, it cannot be determined if the alarms are true or false. The cause was determined to be the ultrasonic sensor was out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.